Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test or verify low battery alert due to blank display.

Event description:
Customer reported via phone call that insulin pump had low battery. Customer's blood glucose value was 225 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.